Manufacturer narrative:
Product analysis: the programmer was not responding to the stylus. The stylus was replaced and the display calibrated to the replacement. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not functioning. The programmer was returned for service. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.